Manufacturer narrative:
The device was discarded and the lot is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a (B)(6) infusor sv (small volume) under infused during use on a home patient. The expected medication delivery time was 46 hours. However, the pharmacist observed residual drug in the bladder 10 hours after the scheduled time. The device had been filled with unspecified drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.